Event description:
It was reported that the right ventricular (rv) lead dislocated during the implant procedure. When suturing the skin after implantation, the r-wave suddenly dropped to a low value. The patient was restless and the procedure had to be ended. The event resulted in a prolonged hospitalization. The rv lead was repositioned the next day and remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.